Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose level was 587 mg/dl. Reportedly, the customer did not calculate the correct amount of carbs. The customer gave themselves a bolus to address the elevated blood glucose level. During troubleshooting with tandem technical support, the customer successfully cleared the frozen screen and continued using the pump for insulin therapy.